Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-02341, 3005168196-2020-02342, 3005168196-2020-02344.

Event description:
The patient was undergoing a coil embolization procedure in the left posterior communicating artery (pcom) using penumbra smart coils (smart coil), penumbra smart coil detachment handle (handle), and non-penumbra microcatheter. During the procedure, the physician advanced a smart coil into the target vessel and attempted to detach it using a handle; however, the smart coil failed to detach. The handle was removed and saved for later use. The physician made another attempt to detach the smart coil using a new handle, but the smart coil still failed to detach. Therefore, the physician used a hemostat on the back of the pusher assembly to manually detach the smart coil. Next, another smart coil was advanced into the vessel and the physician attempted to detach it using both handles; however, the smart coil failed to detach. The physician attempted to manually detach the smart coil, but the coil still failed to detach. Therefore, both handles and the smart coil were removed. The procedure was completed using a new handle and smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the second returned handle was undamaged. The nose cone funnel was measured with pin gauges and were within specification. Conclusions: evaluation of the first handle revealed an undamaged and functional device. During functional testing, the handle was tested with a test fixture and performed within specification. The handle was able to detach a demonstration smart coil without an issue, and the pusher assembly was removed from the handle without issue. Evaluation of the second handle revealed an undamaged and functional device. During functional testing, the handle was tested with a test fixture and performed within specification. The handle was able to detach a demonstration smart coil without an issue, and the pusher assembly was removed from the handle without issue. Evaluation of the returned smart coil revealed that the proximal end of the pusher assembly and the pull wire were fractured. The fractured proximal segment with the pet lock was not returned for evaluation. Due to the returned condition, functional testing could not be performed; therefore, the root cause of the reported complaint could not be determined. Further evaluation of the device revealed that the embolization coil had offset coil winds and the pusher assembly had kinks along its length. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra coils and handles are visually inspected and functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2020-02341, 2.3005168196-2020-02342, and 3.3005168196-2020-02344. H3 other text : placeholder.